Event description:
It was later reported on (B)(6) 2014 that the patient experienced a coupling problem and had trouble recharging. The doctor thought the ins was moving around in the pocket and that was the root cause for the recharging issues. The patient underwent surgical intervention yesterday. The pocket was going to be moved but when the leads were connected and went to check impedances, the message that the ins was discharged was received. A new ins was implanted. The company representative confirmed on (B)(6) 2014 that the patient was able to recharge and was receiving effective therapy.

Event description:
It was reported the patient was having a revision because the implantable neurostimulator (ins) had moved. It was noted the patient was in pain and had swelling. It was further noted the patient was scheduled to have the revision on (B)(6) 2014. The reporter stated that a manufacturing representative told them to use the antenna locate feature when charging, so they could find the ins. Additional information received reported the patient still had swelling in the pocket area and the ins had shifted. The reporter stated they were going to have a revision. The reporter further stated they did not know that they should use the antenna locate feature every time they recharge. The reporter further stated they now remembered and they would get situated like they normal do so they could recharge. Additional information was requested, but was not available as of the date of this report.

Event description:
It was reported the recharger screen was unresponsive. It was noted the recharger screen was frozen on the antenna locate screen. It was further noted that reset of the recharger did not clear the screen. Additional information received reported the recharger screen was stuck on the antenna locate screen. It was noted the patient tried to reset the recharger, but they were unable to. It was further noted the anomaly appeared to have occurred through product use. Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional or manufacturing representative. It was noted the patient had an appointment on (B)(6) 2014. Additional information received reported that a general check was performed and the recharger was good.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).